Event description:
Reportedly, shortly after the monitor powered up in lead ii, the device was observed to have displayed an unspecified leads off failure, which resulted in a flatline display of pt signal.

Manufacturer narrative:
The local sales representative observed an inappropriate leads off message with the device connected to a pt simulator. However, proper display of the simulated ECG was observed. The reported device and attached pt monitoring cables were subsequently evaluated by the factory. The evaluation determined proper operation, under normal test conditions, through full functional and performance testing. The device and cables were replaced as a preventive measure by co.